Manufacturer narrative:
A replacement safety sheet was sent to the complainant. Records for lot 0656440822 were reviewed and were found to pass all inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. --page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. --page 5 contains a parts list, which includes the locks. --page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. --page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers there was no report of serious injury as a result of the event.

Event description:
Per complainant, child has been able to compromise the zipper sheets and escape and this has happened twice. There was no report of serious injury as a result of the event.